Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. Investigation of the drive mechanism did not find any damages or abnormalities that could cause the device to not deploy the cannula. The downloaded data shows the device only completed first prime before it was deactivated. No timeouts or drive stalls were observed in the device data. Therefore, the device did not deploy the cannula because it was deactivated at the end of first prime.